Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. There were no visual anomalies noted with the device. Functional testing was performed and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the full forward lock position during the time of deployment or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved angio-seal device was used during a retrograde procedure with an 8fr introducer. There were no problems during puncture or the procedure. During closing, the anchor did not deploy or was not positioned correct which resulted in pull out. Manual compression was performed to close. There was no excessive blood loss. There was no harm to the patient. The patient condition was stable. There were no difficulties with insertion. There was no resistance felt with deployment of the device. The device was pulled out without resistance. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The sheath size used was 8fr. Additional information was received on 21nov2019. The blood loss was less than 250 cc's during the iat-stroke treatment.